Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd safetyglide¿ needle was clogged. Report 1 of 2. The following was received by the initial reporter: incident details: plugged bd safetyglide needle 25g x 1inch needles. Could not properly prime or draw up vaccine using needle. Event occurred with 2 separate needles from the same box. Needle lot number is #2010821. Issue not visible. Both needles plugged and could not draw up vaccine into syringe/ could not prime vaccine from a prefilled vaccine syringe.

Event description:
It was reported that the bd safetyglide¿ needle was clogged. Report 1 of 2. The following was received by the initial reporter: incident details: plugged bd safetyglide needle 25g x 1inch needles. Could not properly prime or draw up vaccine using needle. Event occurred with 2 separate needles from the same box. Needle lot number is #2010821. Issue not visible. Both needles plugged and could not draw up vaccine into syringe/ could not prime vaccine from a prefilled vaccine syringe.

Manufacturer narrative:
No samples or photos received by our quality team for evaluation. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. During review of the process, process variations during the needle lubricant application can create clogged needles. Corrective and preventative actions have been implemented. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle.